Manufacturer narrative:
(B)(4). The customer reported to philips that the unit loses power. There was no report of pt involvement. Philips verified the failure. Replacement of the battery pca resolved the failure. The unit passed all testing and remains at the customer site.

Event description:
The customer reported that the unit loses power. There was no report of pt involvement.